Manufacturer narrative:
(B)(4). Additional PMA/510(k) number k072642.

Event description:
Doctor indicated the ilrght screw fractured. All fractured portions of the screw was removed from the implant.

Manufacturer narrative:
One certain titanium large hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The drive feature is worn and rounded out. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain titanium large hexed screws, it is recommended to torque at 20 ncm. A root cause for the complaint could not be determined. (B)(4).

Event description:
No further event information available at the time of this report.